Manufacturer narrative:
Device was used for treatment not diagnosis. Date of event: kralinger,f,md et al. "The influence of local bone density on the outcome of one hundred and fifty proximal humeral fractures treated with a locking plate". The journal of bone and joint surgery, incorporated.2014;96:1026-32. Patients had secondary screw loosening with perforation, 10 patients experienced head impaction, 6 patients experienced secondary screw loosening. There was no implant breakage or failure of shaft fixation. Patients underwent revision procedures. Eleven patients had partial or full implant removal; five patients had arthroscopic decompression and/or release; four patients had reosteosynthesis of greater tuberosity (gt) and/or supraspinatus (ssp) reconstruction; two patients had exchange for same implant (suspected infection); one patient had long head of biceps tenotomy; two patients had revision arthroplasty and one patient was reported with ¿other¿. This report is for an unknown screw for (philos) unknown quantity / unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article. Kralinger,f,md et al. "The influence of local bone density on the outcome of one hundred and fifty proximal humeral fractures treated with a locking plate".the journal of bone and joint surgery, incorporated.2014;96:1026-32. Austria article. A one-year prospective, multicenter cohort study was conducted to evaluate the impact of bone mineral density on the risk of mechanical failure for patients with a proximal humeral fracture treated operatively with an angle-stable internal locking-plate system. The inclusion criterion was a radiographically confirmed, closed, displaced proximal humeral fracture fixed with a locking plate - philos plate (synthes, (B)(4)) in 150 patients between the ages of fifty and ninety years from july 2007 to april 2010. There were 118 women and thirty-two men who had a mean age of sixty-nine years. Eight participating european centers and one in hong kong were involved. At three months, surgeons rated ten fractures as not healed; however, after one year, all fractures were rated as healed. Fifty-three patients experienced mechanical failure within one year after surgery. The majority of all reported mechanical failures occurred within six weeks (twenty-eight patients) and three months (eighteen patients) after surgery. Loss of reduction (26%; thirty-nine patients) and secondary screw loosening with perforation (23%; thirty-four patients) were common, with twenty patients having both complications. Ten patients experienced head impaction and another 6 patients experienced secondary screw loosening. There was no implant breakage or failure of shaft fixation. The type of philos implant used were 8-hole plate, 6-hole plate, 5-hole plate and 3-hole plate. (The 5-hole and 3-hole plates experienced mechanical failures. Patients underwent revision procedures. Eleven patients had partial or full implant removal; five patients had arthroscopic decompression and/or release; four patients had reosteosynthesis of greater tuberosity (gt) and/or supraspinatus (ssp) reconstruction; two patients had exchange for same implant (suspected infection); one patient had long head of biceps tenotomy; two patients had revision arthroplasty and one patient was reported with ¿other¿. This is report 2 of 2 for (B)(4). This report is for an unknown screw (philos).